Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket was failed to open and rebooted. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket was failed to open and rebooted. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie tray caused the issue. A field service engineer brought down the medstation application, logged in as cfnadmin, ran the hardware test application to release drawers 2.2 and 3.1, shut down the medstation, replaced cubie trays on row a for both drawers, transferred cubies from the old trays to the new trays, closed the drawers, powered the station back on, and performed functional testing in both the hardware test application and medstation application with successful results. The system functioned as intended after the field service engineer repaired the device.